Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, there was the possibility that the reported event was attributed to the following. - the image would not appear due to the cable disconnection. - the cable was disconnected due to excessive force applied to the cable, and the image was not displayed due to poor communication. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported event was duplicated, and the camera cable had a damage near the camera head side. Therefore, (B)(4) surmised that the damage of the camera cable might be caused the no image. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user facility replaced the subject device to another device to perform the intended procedure. There was no report of patient injury associated with this event.